Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code and kept alarming. There was no reported adverse event.

Manufacturer narrative:
Additional information was received, that included the date of the event. Additionally, it was found, that another pump was used to resolve the issue. Returned device was received, in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, it was found, that the dso sensor was faulty. The device history record was reviewed, and showed that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.